Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional evaluation included non-destructive testing of the pump. No problem was found with the downstream occlusion sensor which passed calibration. Both upstream and downstream sensors tested to 22 pounds per square inch. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated during the investigation as the returned device passed the calibration testing performed. Root cause of the reported event would be attributed to a failed calibration, but it remains unknown who caused the customer calibration to fail. Preventive maintenance of the device is recommended. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120

Manufacturer narrative:
Other, other text: b5: additional information received on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106